Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 3550-39, lot # n479152, implanted: (B)(6) 2015, product type accessory. (B)(4).

Event description:
The manufacturer's representative reported the patient was getting a second system on the day of the report to address upper back and neck issues. Initially, the patient had one system with an upper and lower lead placed. Coverage was not adequate, so a revision was scheduled. The revision was done to cover the lower extremities with one system and then placed a second for the upper extremities. Relevant medical history included herniated disc and spinal pain.